Event description:
It was reported to target that during a procedure the gdc coil detached prior to any current being applied. The coil was retrieved and no further corrective action was needed. There was no harm to the pt as a result of this event.